Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code ¿ ni, expiration date ¿ ni, initial reporter hospital ¿ ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device remains implanted.

Event description:
A patient enrolled in a clinical study experienced wound concerns with antibiotics approximately 21 and 42 days post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study experienced cellulitis approximately 21 days post-implantation and 42 days post-implantation. The patient was treated with antibiotics. There has been no reported revision procedure to date.